Event description:
It was report that the customer went to emergency room due to low blood glucose of 78 mg/dl. Caller stated that the customer over dose himself 54 units of insulin at the time of priming. Caller stated that the last couple of weeks the customer has been in the 400's mg/dl and he was changing his infusion set when the incident happened. Advised they would have him call back later to troubleshoot his insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.